Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of defibrillation therapy was observed on the device. During surgery to replace the right ventricular lead, the device was found in back-up mode due to the use of electrocautery. The device was explanted and replaced and the patient was stable with no consequences. Related manufacturer report number: 2938836-2019-02111.